Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker and lead system first experienced pain which the physician attributed to an allergic reaction to the local anesthetic. Days later, the patient presented with necrosis of the skin at the device pocket and a specialist surgically removed the affected tissue. Now the patient presented with signs of a pocket infection and the pacemaker and leads were explanted. A new system will be implanted at a later date. No additional adverse patient effects were reported. The explanted products were discarded at the facility.